Event description:
During the implant procedure, the patient went into a heart block rhythm. External pacing was placed for the patient, and the patient was stabilized. The patient's last EKG was reviewed, and they had a previous left bundle branch block. The implant was continued. The wire placement for the sensor delivery system was lost twice, and the delivery catheter was pulled out. The sensor was eventually implanted and deployed rotated on its side.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.